Manufacturer narrative:
The field service engineer (fse) replaced the front bezel to address the nav-ring issue. The defective front bezel was returned for failure analysis. Previous investigations on similar failure indicate the root cause of the navigation ring failures was liquid ingress due to the variability of the assembly process.

Manufacturer narrative:
Date of report: 28jul2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device¿s nav-ring is defective. The customer reported there was no patient involvement at the time the issue was discovered.